Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) with ketones of 3.5 mmol/l (63 mg/dl) while wearing the pod for between 37 and 48 hours. Symptoms reported include headaches, nausea, dehydration and feeling sick. The pod was removed and a new pod was applied. The patient noticed the cannula did not properly insert into the infusion site. The patient went to the hospital the night of (B)(6) 2025 at around 9 p.m. And was discharged on (B)(6) 2025 at around 3 a.m. Insulin injections and a saline infusion was provided for treatment. Patient was discharged after approximately 6 hours. The pod was discarded.